Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. The alarm occurred after they inserted a new battery. The pump was not stored for an extended period of time. Customer received several unexpected restart alarms during normal use. A replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the self test and error alarm test. No error alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.